Event description:
It was reported that the customer experienced high blood glcuose levels. The customer stated that when she filled the tubing, the reservoir icon normally went down, but when it did not, she usually had high blood glucose. The blood glucose reading was 377 mg/dl, then rose to 400 mg/dl all night long. She stated that she had changed the infusion sets and insulin. She stated that when she woke up, the blood glucose reading was 288 mg/dl, but then it dropped to 40 mg/dl within 2 hours. She did not believe it was a problem related to the insulin pump and declined troubleshooting for the matter. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.